Manufacturer narrative:
This report is submitted on november 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Open circuits were noted on 3 electrodes. Troubleshooting was attempted; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017.